Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the sharps container. The customer stated: in use, insulin injector needle 31g (bd) was sticking out of the container and a nurse was stuck with the protruding needle.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.